Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call insulin delivery issue. The customer's blood glucose was 206mg/dl at the time of call. Trouble shooting was performed and found reoccurring no delivery alarm every time a bolus is attempted. Explained recurring insulin flow blocked alarms may be due to site, set or reservoir issues. Customer reports event was not resolved by changing complete set (inf and res). Advised the insulin pump will need to be replaced. Advice to discontinue use of the device and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery/insulin flow blocked alarm noted during testing.